Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (350 mg/dl) with moderate ketones present. The customer took bolus via the pump and manual injection to stabilize bg level. The contact was unsure of the cause of the customers elevated bg level. It was indicated that the customer changed supplies, a system check could not be performed.